Event description:
Customer reported that their pump screen was dark and wouldn¿t turn on. There was no reported impact to the customer¿s blood glucose level. The customer followed technical support's guidance by confirming the pump was neither plugged in nor activated through manual button operation, but it failed to respond. Despite attempts to charge the pump with known effective supplies, the issue remained unresolved. As part of the resolution, technical support arranged for a replacement pump and confirmed that the device was under warranty. The customer was instructed to use multiple daily injections as a backup therapy and was guided on returning the faulty pump in storage mode with a prepaid label within 10 days.